Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 162 mg/dl. Pump supplies were changed to address the issue. In addition, it was reported that touch screen times out faster than expected. Customer continued using the pump for insulin therapy.